Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heart start mrx defibrillator wouldn't allow discharge after charging during testing. There was no reported pt impact.